Event description:
It was reported through the article "left ventricular assist device in the presence of subcutaneous implantable cardioverter defibrillator: data from a multicenter experience¿ that a heartmate 3 patient experienced inappropriate shocks from their subcutaneous- implantable cardioverter defibrillator (s-ICD) due to electromagnetic interference (emi) oversensing. The emi oversensing occurred on the primary sensing vector.

Manufacturer narrative:
B5:specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Date of event has been entered as: 01jun2023 as patients were implanted from mar2015 to jun2023. Department of cardiac, thoracic, vascular sciences and public health, university of padova, padua, italy, department of clinical electrophysiology & cardiac pacing, centro cardiologico monzino, irccs, milan, italy, department of systems medicine, university of rome tor vergata, rome, italy, cardiology unit, luigi sacco university hospital, milan, italy, cardiology unit, irccs, department of experimental, diagnostic and specialty medicine, sant'orsola hospital, university of bologna, bologna, italy, arrhythmology and electrophysiology unit, san raffaele hospital, irccs, milan, italy,cardiology unit, university medical centre mannheim, mannheim, germany, department of cardiology and angiology, faculty of medicine, heart, center freiburg university, university of freiburg, germany,cardiology unit, fondazione irccs san gerardo dei tintori, monza, italy, department of rhythmology, university heart center lubeck, lubeck, germany, department of biomedical surgical and dental sciences, university of milan, milan, italy, montefiore-einstein center for heart and vascular care, montefiore medical center, albert einstein college of medicine at montefiore health system, bronx, ny, USA, division of cardiology, department of medicine, the johns hopkins university school of medicine, baltimore, USA. Migliore, f., schiavone, m., pittorru, r., forleo, g. B., de lazzari, m., mitacchione, g., biffi, m., gulletta, s., kuschyk, j., dall¿aglio, p. B., rovaris, g., tilz, r., mastro, f. R., iliceto, s., tondo, c., di biase, l., gasperetti, a., tarzia, v., & gerosa, g. (2024). Left ventricular assist device in the presence of subcutaneous implantable cardioverter defibrillator: data from a multicenter experience. International journal of cardiology, 400, 131807. Https://doi.org/10.1016/j.ijcard.2024.131807. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
E1: reporter establishment name: correction. Manufacturer's investigation conclusion: a specific cause for the reported interference could not be conclusively determined, and a direct correlation with heartmate 3 left ventricular assist system (lvas) could not be conclusively established through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, "patient care and management," warns the user that if a patient receives a heartmate 3 pump and has a previously implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Section 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the lvas and other devices. Section c, "safety testing and classification", states that the heartmate 3 lvas can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.